Event description:
It was reported to boston scientific corporation that a captivator snare was used during a polypectomy procedure of the colon performed on (B)(6) 2025. During the procedure, when the snare was opened and inserted into the patient through the grasper channel, it was found that the snare was unable to conduct electricity. The device was removed, and the procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.